Event description:
As reported by kmts territory manager, the patient was seen in the emergency room for a shock delivered while the patient was in atrial fibrillation. Wcd detected a fast, wide heart rate within the ventricular tachycardia zone. Patient heard the alert but was unable to cancel the shock using the wcd heart alert button. Patient's home health aide was not nearby to remind or assist the patient to divert the alert. There was no report of injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was fired/deployed during the event. The wcd system performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.